Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the implant was causing problems when they were walking since implant. The patient stated they could not have therapy on because it caused them pain. No further complications were reported.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's ins site was tender and every time he walked, he had pain and it was sensitive to touch. The patient stated that he felt electricity when the ins site was touched and it was sensitive at the area. The patient mentioned the first ins was depleted and replaced and the problems are with the new one where the stimulator was. The patient reported that the site hurt and was the event was described as sudden. There were no further symptoms or complications reported or anticipated.